Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed the off/osc/on switch mode function check - had no power (step 70), (failed the safety assessment step because the device did not run and when the trigger was pressed and had no function and no motion). During repair it was determined that the ecu was damaged - no voltage output, an unknown liquid inside the gear sleeve and corrosion in the motor gear, bearings, and gear sleeve. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy surgical procedure on a canine, it was observed that the small battery drive device stopped working after sounding "very sad". As a result, there was a 10 to 15 minute delay to the surgical procedure. It was reported that a spare device was available in order to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.